Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 09/08/2016 that on (B)(6) 2016, the patient experienced a no audio alert from the receiver and an adverse event. Patient reported that he experienced a low at his job site that he was unaware of. Patient was treated by glucose tablets by his employer's on-site nurse. At the time of contact patient was stable/normal. No additional event or patient information is available. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of no audio output was not confirmed. A root cause could not be determined.